Event description:
The user facility reported that steam from an eagle 3013 steam sterilizer burnt an employee¿s left eye when she was opened the sterilizer door. The employee was treated at the facility emergency room where her eye was flushed with saline solution. The facility reports that the employee missed one day of work when the incident occurred and has since returned to work and fully healed with no residual injuries.

Manufacturer narrative:
A steris service technician inspected the steam sterilizer and found that the sterilizer door had been opened before a sterilization cycle was complete. The steris technician found that the device functioned properly including the sterilizer door and pressure lock. The user facility reported that the steam sterilizer continued to be used after the incident took place without issue. There have been no additional reported incidents with this device. Steris has determined the root cause of this incident to be user error as the facility employee prematurely opened the sterilizer door before the sterilization cycle was complete and did not step back from the sterilizer when she opened the door. The eagle 3013 steam sterilizer operator manual warns users that, "steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor". (B) (4) steris offered additional in-service training to the facility regarding the proper use and operation of the steam sterilizer; however, the facility refused additional training.